Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). This medwatch report is filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and found that the device had a transonic flow probe and board installed, which are no longer supported. A loaner unit was provided while the device was upgraded. The unit was returned to the customer and was re-installed without issue. The device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site and at sorin group USA.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the control panel of the sorin centrifugal pump console did not give flow readings and did not control the pump during a procedure. The flow sensor was switched, however the issue persisted. The panel was changed out to continue the procedure. There was no patient injury. A sorin group field service representative was dispatched the facility to investigate. The service representative confirmed the reported issue and found that the flow probe and board in the console are no longer supported. The customer is still determining whether to replace the components or the entire unit. The unit was temporarily fitted with a flow probe and scp control desk and all other components were tested and found to be working within specification. The unit was returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the contol panel of the sorin centrifugal pump console did not give flow readings and did not control the pump during a procedure. The flow sensor was switched, however the issue persisted. The panel was changed out to continue the procedure. There was no patient injury.